Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Date of event: not provided.

Event description:
It was reported that on an unspecified date, the patient went to the emergency room for six hours with a blood glucose level of 550 mg/dl. The patient received treatment with insulin intravenously, and was admitted to the hospital. The patient changed the infusion site, and discovered the cannula was bent. No further troubleshooting could be done, as the patient disconnected the telephone call with customer support. The patient's technique was incorrect as the infusion set's cannula was bent upon insertion. However, as the patient suffered elevated blood glucose levels and received emergency medical attention and insulin treatment while using the pump, this complaint is being reported.